Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo, electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts' lives and other healthcare-related conditions. Reportable event: one pt was repeatedly admitted to the hospital due to unintended deactivation of the left ipg. It appeared that his mobile phone was the cause. When the pt spoke on his mobile phone, he leaned his head against his left shoulder, and placed the phone to the left of his chest, in close proximity to his iipg. When the pt was instructed to change his position to a more upright one, unintended deactivation no longer occurred. See literature article with MFR report # 3007566237-2010-02001.

Manufacturer narrative:
(B) (4).